Event description:
During withdrawal of the cre dilatation balloon the ro marker detached and became lodged in the scope. No adverse affects to the patient, age and gender is unknown, were reported. There are two additional, but separate events associated with this malfunction, 6000122-2006-00010 and 6000122-2006-00011.